Event description:
On (B)(6) 2015, a customer reported unexpected negative results when using polyclonal anti-jka, with tube testing methodology, when tested on (B)(6) 2015, which led to a delayed hemolyic transfusion reaction.

Manufacturer narrative:
The immucor laboratory tested retention product on 04jun2015. The retention product performed as expected. The immucor laboratory also tested returned blood sample (segment from the donor unit in question) on 05jun2015 and 09jun2015 that was received from the customer site. This returned blood sample yielded the expected positive result outcome.